Manufacturer narrative:
Previous events for infection are covered in MFR. Report # 2916596-2018-05732 and 2916596-2018-05741. Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient has had a history of prolonged bacteremia and drive line infection and the best plan was to exchange the pump and remove all heartmate 2 components and replace with a heartmate 3 and tunnel the drive line to the opposite side. On (B)(6) 2019, the patient was successfully converted to a heartmate 3. Additional information was requested but not provided.